Manufacturer narrative:
(B)(4) describe event or problem - additional, serial number - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the sensor needle and sensor wire were detached from the applicator body. The reported event that the introducer needle detached from the applicator during insertion of the sensor was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the introducer needle detached from the applicator during insertion of the sensor. The insertion site was at the abdomen. No additional event or patient information is available. A photo was provided by the patient and reviewed for evaluation on (B)(6) 2017. Complaint for detached needle was confirmed. The root cause could not be determined post investigation. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.